Event description:
It was reported that the quantum 2 controller has a different label in the device than the one in the package. No patient was involved thus no harm or injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation. There was no relationship found between the device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated issue. A review of the license by regulatory affairs confirms that the correct part number is identified on the unit, as it is part of the system h4500-00. The system is registered in peru and objective evidence was provided by regulatory. Visual inspection of the customer provided pictures identifies the unit. The complaint was not verified and the root cause could not be determined since the reported failure is an acceptable labeling process per regulatory affairs. There are no indications to suggest that the device/product did not meet specifications upon release into distribution. There is no malfunction nor serious injury reported.